Event description:
It was reported that during an unknown procedure, the device gave a handpiece error. Another device was used to complete the case. No patent consequences.

Manufacturer narrative:
Evaluation summary: the analysis was performed and it was found that the handpiece no longer meets the specifications for phase margin. However, the instrument activated properly when tested with a gen04. The hand piece was disassembled; a torn acoustic isolator was found in the instrument. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.